Event description:
Hill-rom received a report from the account stating that the foot tray is cracked. The lift was located in the patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account called hill_rom to report the foot tray was cracked. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The consumer ordered a new foot tray to replace the cracked one. Based on this information, no further action is required.